Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection noted the connecting bolt is seized in the target guide. The complaint is confirmed. Dimensions taken on the connecting bolt are within spec. The portion of the target guide hole that can be viewed exhibits severe galling and gouges; damage is too severe for accurate dimensional analysis. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: tibial targeting guide handle small, catalog#: 00249000510, lot#:63684450. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03963.

Event description:
It was reported that the threads on the tibial connecting bolt were worn out, and as the scrub went to insert the bolt through the tibial targeting guide handle, the bolt became stuck and was unable to be removed. There were no patient consequences as a result of the malfunction.